Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. A manufacturer representative was able to visit the site and evaluate the device. Function and visual testing were conducted. The mobile view station (mvs) computer was replaced. System checkout successful. The mvs computer was returned to the manufacturer for further analysis. Functional and visual testing were conduction along with an attempt to replicate the reported issue. Testing was unable to confirm reported issue, no fault found with the part.

Event description:
(B)(6) 2017; uf, for: medtronic received information regarding an imaging device. It was reported that the device was not booting up past the initial start-up screen. This was observed outside of a surgical procedure. No patient involvement.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.